Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The memory battery on the x-ray controller was replaced, and filament calibration was performed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a filament error message during a case. No pt injury was reported.